Event description:
It was reported that the user experienced persistent hyperglycemia after starting ilet, despite troubleshooting insulin delivery that showed a dry, intact infusion site, correctly connected tubing, and immediate drops on fill tubing, and the user attempted meal announcements to address high glucose. Symptoms included elevated blood glucose. Outcomes included no hospitalization and completion of troubleshooting and education. Investigation included review of usage reports and guided pump and infusion set checks. Investigation of this case revealed no device malfunction identified during troubleshooting and an unclear cause of hyperglycemia in the context of high insulin requirements and use of a soft cannula infusion set. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.